Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section b3: date of event: exact dates not provided. Section d4: a complete catalog number is unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section h3-other (81): the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: safety and efficacy of capsular tension ring and capsular hook implantation for managing ectopia lentis in marfan syndrome: real-world study. A study was done to evaluate the safety and efficacy of capsular tension ring and capsular hook (ctr-ch) implantation in marfan syndrome (mfs) patients with ectopia lentis (el). This study included patients with mfs who had in-the-bag intraocular lens (iol) implantation assisted by ctr-ch (n=148 eyes) or modified ctr (mctr; n=162 eyes). An acrylic 1-piece foldable iol was carefully delivered into the capsular bag. Three types of iols were used, including acrysof iq sn60at/sn60wf, tecnis zcb00/pcb00, and rayner c-flex aspheric 920h/970c. An 8-0 vicryl polyglactin suture (ethicon, inc.) Was used as closure of the conjunctival flap and in cases with peripheral extension or tearing of the capsulorhexis, the iol was fixated to the sclera through the sulcus by 9-0 polypropylene. Complications included: resurgery (ctr-ch group = 5; mctr group = 3); retinal detachment (ctr-ch group = 2; mctr group = 3); iol decentration (intervention-required) (ctr-ch group = 2); ch dislocation (intervention-required) (ctr-ch group = 1). There were no further interventions reported. Other j&j products were mentioned but no complaints were reported against them.